Event description:
The patient called animas on february 1 alleging that the pump was not delivering insulin accurately. His blood glucose level was 53 mg/dl at 4:19 pm at which time he had apple juice. He said, it was 31 mg/dl at 4 pm and then 90 mg/dl at 4:37 pm. The animas representative advised him to eat and not take a bolus dose. The patient initially said, he had no lunch bolus dose but went low anyway. He thinks his pump may be delivering too much insulin. The bolus history showed he took a bolus dose at 2:44 pm reportedly for a sandwich. He says, his blood glucose level was 81 mg/dl at 3:43 pm. The patient recently lost 10 pounds and the animas representative advised the patient to discuss his bolus amounts with an hcp since he has had the weight loss. The patient is taking oxycodone and says he has been less active due to a back surgery in december. During troubleshooting, the basal settings were confirmed as accurate. The date and time were correctly set. This complaint is being reported because, the patient alleged the pump was not delivering the proper amount of insulin and the patient experienced readings that are indicative of low blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation follow-up #2 submitted 02/01/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no data in black box or download histories from time of reported low blood glucose levels due to continued us. No defect was found. Daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal use observed in black box or download history. The pump passed a 29 hour flow accuracy test and was found to be delivering within the required specifications.